Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause for the failure and the reported alarms was isolated to an open connection at fuse u67 in the monitor's ECG circuit. The root cause for the open connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was receiving "adjust belt" messages.